Event description:
It was reported that the pump was unresponsive.

Manufacturer narrative:
It was also reported that the pump powered up properly following a battery replacement. The pump was returned to animas for evaluation. Evaluation has not been completed.